Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located at the mildly tortous, moderately calcified left anterior descending artery. A 10mm x 2.50mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon was first inflated at 8 atmospheres for 10 seconds and upon a second inflation as 12 atmospheres, the balloon ruptured. The physician noted that the balloon rupture was an effect of calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.